Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped while the customer was playing and the touch screen became shattered and unreadable. Customer¿s blood glucose (bg) was approximately 45 mg/dl; contact attributed the cracked and unreadable touch screen to be the cause for the low bg. Reportedly, the customer inadvertently entered "too many carbohydrates" into the pump due to the pump damage preventing a clear view of portions of the pump display. Customer consumed carbohydrates to address the low bg. Reportedly, customer continued to use the pump for insulin therapy.